Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three other perclose proglide devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath, prior to a congenital heart interventional procedure. Reportedly, three proglide devices had no suture present when the plunger was retracted. A fourth proglide device had a suture break during suture retrieval. Manual arterial compression was applied to achieve hemostasis. The congenital heart interventional procedure was completed using a left common femoral artery access site. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.